Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level 23 mmol/l. Customer experienced blood glucose level of 12 mmol/l. Customer was treated with insulin pen. Customer was not using auto mode feature. Customer did not allege for under delivering. Customer declined to check air bubble and leak. Customer stated that the insulin pump passed displacement test. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.